Manufacturer narrative:
Exact date unknown, event occurred in may 2022.

Event description:
It was reported that the stimulation was causing shocking pain on patients upper back. It was also noted that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.